Manufacturer narrative:
The customer reported the roller clamp does not allow for 'partial flow', and returned a video and photos of material 10010903, lot unknown. Upon initial visual examination, the media returned and the customer description confirmed the customer complaint of roller clamp issues. The issue reported is not able to be replicated without a returned physical sample. The root cause for the issue is unable to be found without a replicated failure. The customer's sales team has reached out and reviewed the issue. The sales team is involved for potential alternative bd sets which may fit the customer's needs. A device history record review was not performed as the lot number is "unknown" for this complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set was cracked the following information was received by the initial reporter with the following verbatim it was reported by a customer that the product was defective. They reported dissatisfaction with the roller clamp, and how it can only 'flood' or 'stop', there is no partial flow rate.